Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument fractured. No procedure or patient involvement. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following has been updated: . The following has been corrected: complaint sample was evaluated and the reported event was confirmed. Visual examination concludes that the returned device is fractured. The instrument exhibits signs of repeated use and is fractured on the medial side of post, all pieces returned. DHR was reviewed and no discrepancies were found. Persona tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture after a previous investigation into this issue determined that the likely root cause for the tibial articular surface provisional (tasp) fractures is bending/torsional loading on the device. The fractured component in this complaint was manufactured before the design modification was implemented, however, the root cause of this event is considered to be operational context as the tasp was dropped and broke during transportation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available.